Event description:
The device was infected and the lead was capped. This event is related to 2183787-2023-00079.

Manufacturer narrative:
D4: UDI updated.

Manufacturer narrative:
UDI related data quality updates only. D4: UDI updated. H2: correction marked. Different udis were used when sku 200988-008, sn (B)(6) was manufactured. When greatbatch (gbm) transitioned to gs1-128 barcodes, the gtin for sku 200988-008 was assigned. The gtin in the gudid database will not align with the barcode from 01-feb-2013 as new gtins were assigned when gbm transitioned to the gudid system. Class iii devices were required to register gtins in the gudid database on 14-sep-2014; therefore, the UDI field (d4) in form 3500a will not align with the gudid entry due to the date it was manufactured being prior to gudid implementation.